Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed two and a half years of remaining longevity during the previous month but the next month showed half a year remaining. Boston scientific technical services (ts) discussed the possible causes of the abrupt change in longevity status and recommended device reprogramming. This pacemaker remains in service. No adverse patient effects were reported.